Event description:
Error 28; our distributor has diagnosed the faulty keyboard. The keyboard has been replaced with a new one. Quality control performed after repair. The device is functional and safe after repair. No patient issues were reported. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and event was confirmed. As the subject device (model agilia sp mc wifi, serial number (B)(6) ) was not returned to our laboratory for analysis. However, the suspected defective keypad was returned as a spare part for investigation. Upon reception, the subject spare part was submitted to a visual inspection. Nothing was observed. Then, keypad keys continuity was tested. All keys were functional. Cross-testing of the spare part was performed. It was possible to switch on/off the device several times ithout any problems. In addition, tests 8, 9, 10, 21 and 24 from maintenance menu were performed, as well as aging test for about 3 hours. All were passed with success. Therefore, the reported complaint was not confirmed. Based on available information, the root cause of the reported issue could not be identified. Therefore, it remains unknown (not the keypad). To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.